Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted in resetting the pump by technical support, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue recurs.